Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging he inserts the test strip and it just stays at the first screen and he is not able to advance. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.